Manufacturer narrative:
Follow-up #1: date of submission 11/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2016 with the following findings: the pump was returned with scratches on the display lens. Unrelated to the original complaint, the battery compartment was cracked in multiple places. The bolus button cover was torn, but the button was still operable. The keypad was torn at the ok button. The battery cap threads were stripped and were unable to secure. A test cap was able to secure for testing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. It was not able to be determined if the screen could be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.